Event description:
During routine testing of the device at the service center, the user reported the center keypad was faded. The monitor was originally returned for repair due to a blood parameter probe failure when the faded keypad was found. Since this event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.